Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shock was not getting delivered. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the device shock was not getting delivered. The device was in use on a patient and there was no adverse event to patient or user. The device was being used for non-life-threatening cardioversion and another device was used to treat the patient.